Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted after a brachytherapy procedure performed on (B)(6) 2020. According to the complainant the procedure was completed without any problems. Magnetic resonance imaging (MRI) was performed on (B)(6) 2020 showing the hydrogel placed in a position other than the intended location (between the prostate and the rectum). Reportedly, the gel was also entered between the prostate and the rectum, but appeared to have flowed into the venous plexus, into the prostatic capsule, and into the obturator muscle. The patient had no symptoms as of (B)(6) 2020 when additional imaging was performed. Reportedly, treatment is to be performed as planned. As of (B)(6) 2020 radiation therapy has not yet started. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.